Event description:
It was reported that on an unknown date, a viper 2 50mm rod was inserted into the viper prime screws, the set screws were inserted and torqued off, the viper prime rod holder was removed according to the technique guide. When taking a final intra-op x-ray, the surgeon discovered that the viper 2 50mm rod had broken, and a fragment of that rod was retained in the patient. Under fluoroscopic guidance, the surgeon carefully removed the fragment of the rod, removed all set screws, and removed the rod. A second rod was inserted using the same technique as above. Upon a final intra-op x-ray, the surgeon again noticed that the viper rod had broken. Both times, this happened at the connection point between the rod and the rod inserter instrument. The second failure resulted in a similar broken rod fragment. This was removed under fluoroscopic guidance. The remaining viper rod remained in the patient as it was secured within the construct, and the surgeon didn¿t want to put the patient through more time in the or. To the best of the reporter¿s knowledge, there were no fragments left in the patient. No further information is available. This report involves one viper 2 system rod, pre-lordosed 50mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . Additional narrative: procode: additional device product codes: kwq, mnh, kwp, osh, mni. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.